Manufacturer narrative:
Two tracheostomy tubes were received for evaluation. Visual inspection found the first device to have a missing valve. Splits on the pilot balloons were observed on both. Device underwent functional testing by introducing valve inside the balloon. It was noted that the valve lip was not assembled completely inside it, and upon removal, the syringe from the sample was separated from the balloon. Sample was filled with 5cc of air in order to see if there was any problem inflating or deflating cuff. During the test, the cuff inflated asymmetrically. The balloon was then manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated an additional 4 times, all inflating completely. Then the cuff was inflated with 2.5 of water, it was observed that cuff appears asymmetrical. When measured however at 34.21 percent, device was within specification of minimum percentage being 33.3. The reported customer complaint has not been confirmed.

Manufacturer narrative:
Information was received that a smiths medical employee became aware of the event on 10-jan-2019 and this was updated from 15-jan-2019.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that a patient's smiths medical portex bivona flextend tts neonatal and pediatric tracheostomy tube cuff was deflated and the patient was due to have the cuff re-inflated with 2.5 mls of water. "However, when the nursing staff intended to re-inflate the cuff, it was observed the inflation line inner valve was missing." It was also reported the "patient's ventilator of an unknown brand attached to the tube started to alarm for a circuit disconnection and low vte". Additionally, it was noted "a flow of pressure could be felt from the open inflation line valve housing." Subsequently, a tracheostomy (trach) change out was required by the patient's mother and the ventilator stopped alarming. There was no change in the patient's condition during the event. No adverse patient effects were reported.